Event description:
It was reported to st.jude medical that the device was explanted when at interrogation, the device exhibited a long charge time, despite being at a battery voltage of 3.15 volts. Two capacitor maintenances were performed. The charge time remained high and the device only charged to 750v and 630v each time respectively. Technical services discussed that this is not the expected function for this device.